Manufacturer narrative:
The investigation determined that a lower than expected ammonia quality control result was obtained from a vitros liquid performance verifier fluid using vitros amon reagent with a vitros 4600 chemistry system. The most likely assignable cause of the lower than expected quality control result is instrument related. Vitros amon precision testing performed was outside of ortho guidelines, indicating that the vitros 4600 chemistry system was not performing as intended at the time of the events. The cause of the unexpected instrument performance is likely due to microslide incubator contamination. An ortho clinical diagnostics field engineer performed service actions to return the vitros 4600 chemistry system to expected performance. Following these service actions, acceptable vitros amon performance was observed.

Event description:
A customer obtained a lower than expected ammonia quality control result (263.4 ug/dl vs. Expected result of 330.0 ug/dl) from a vitros liquid performance verifier fluid, using vitros amon reagent with a vitros 4600 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected ammonia result was generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).